Event description:
A malfunction code, malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information on resetting the pump, successfully guiding them through the process. The malfunction code did not recur, and the customer was advised to continue using the pump with instructions to contact support if the issue reappeared.